Event description:
It was reported that the patient expired due to an unknown reason. Attempts for additional information from the patient's treating vns physician have been unsuccessful to date. This death event has been reviewed by the manufacturer's nurse, and with the available information has been determined to be possible sudep. The only known factors are that the patient had epilepsy and died. The death did occur at a hospital per the obituary, but it was not known in what manner the patient presented to the hospital, or if the patient was admitted and then subsequently died. As such, sudep cannot be ruled out as a possible cause of death.

Event description:
Cause of death information obtained from the (B)(6) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2012 and the patient's cause of death was liver disease with secondary acute renal failure.